Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during the use of an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7773927) became impeded and released in the distal end of a non j&j microcatheter (mc). The stent did not pass through the microcatheter. The stent body was separated prematurely from the delivery wire. The physician removed the microcatheter and stent from patient¿s body and switched to new devices to complete the surgery. There was no patient injury reported. Additional information received on 15-nov-2023 indicated that they were able to move the device and torque was applied. There was no evidence of physical material within the device. The mc used was a li kai, 0.021 inner diameter and it did not kink. The target vessel/site being treated was the right internal carotid artery. There were no procedural delays due to the event. The tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. One photo accompanied the complaint file shows the stent already detached from the unit and both ends can be noted as completely flared. The rest of the device is not observed in the photo. The device was returned to cerenovus for further evaluation. A non-sterile 4.5mm x 22mm enterprise® 12mm tip vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that as seen in the provided picture the stent was already detached from the unit and this was not returned for evaluation. The introducer was in good condition (i.e., no kinks, bents, or elongations). The delivery wire was inspected under microscope, and the distal coil was found stretched and slightly kinked. No other damages were found. The distance between the delivery wire tip and the reference marker was measured, and it was confirmed to be within specifications. The customer complaint regarding a stent being prematurely detached was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded in the distal end of the microcatheter cannot be evaluated. The stent must be inside the introducer tube to perform the functional analysis. However, it is possible that in an effort to overcome this resistance felt, excessive force was inadvertently applied which ultimately led to the damaged conditions found in the delivery wire. Based on this, the customer complaint was confirmed. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent component might have gotten lost sometime during the post-operative handling or decontamination of the device since this component was seen in the provided picture. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8129995. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: as reported by the field, during the use of an EU 4.5x22mm stent 12 mm dw tip intracranial stent ((B)(4)) became impeded and released in the distal end of a non j&j microcatheter (mc). The stent did not pass through the microcatheter. The stent body was separated prematurely from the delivery wire. The physician removed the microcatheter and stent from patient¿s body and switched to new devices to complete the surgery. There was no patient injury reported. Additional information received on 15-nov-2023 indicated that they were able to move the device and torque was applied. There was no evidence of physical material within the device. The mc used was a li kai, 0.021 inner diameter and it did not kink. The target vessel/site being treated was the right internal carotid artery. There were no procedural delays due to the event. The tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during the use of an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7773927) became impeded and released in the distal end of a non j&j microcatheter (mc). The stent did not pass through the microcatheter. The stent body was separated prematurely from the delivery wire. The physician removed the microcatheter and stent from patient¿s body and switched to new devices to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One photo accompanied the complaint file shows the stent already detached from the unit and both ends can be noted as completely flared. The rest of the device is not observed in the photo. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 7773927. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue regarding a stent released in the microcatheter was confirmed based on the detachment condition of the stent. However, the issue regarding impeding cannot be evaluated since a functional test needs to be performed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4).the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.